Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "instruction manual olympus gif/cf/pcf-290 series operation chapter 3 preparation and inspection 3.8 inspection of the endoscopic system important information" should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope did not recognize the scope. The issue was found during inspection for use. There were no reports of patient harm.